Manufacturer narrative:
Correction: g.4.

Event description:
A nurse reported that a peritoneal dialysis (pd) patient was found deceased by a security guard in the patient's apartment complex. The guard heard the cycler alarming and conducted a welfare check on the patient. The patient was already deceased when found. The patient was still connected to the liberty select cycler. The cause of death is unknown. It is unknown if an autopsy will be performed. The pdrn stated that the patient¿s daughter has not answered their inquiries. No issues were reported with the liberty select cycler. It was reported that prior to the patient¿s death, the patient was feeling weak and fatigued. The patient had an event of covid and peritonitis in october and never fully recovered from feeling sick. No additional information was available.

Event description:
A nurse reported that a peritoneal dialysis (pd) patient was found deceased by a security guard in the patient's apartment complex. The guard heard the cycler alarming and conducted a welfare check on the patient. The patient was already deceased when found. The patient was still connected to the liberty select cycler. The cause of death is unknown. It is unknown if an autopsy will be performed. The pdrn stated that the patient¿s daughter has not answered their inquiries. No issues were reported with the liberty select cycler. It was reported that prior to the patient¿s death, the patient was feeling weak and fatigued. The patient had an event of covid and peritonitis in october and never fully recovered from feeling sick. No additional information was available.

Manufacturer narrative:
The actual device was returned to the manufacturer. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. System air leak test passed. Valve actuation test passed. The teach pumps test passed. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. There were visual indications of dried fluid under the pump assembly and the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. The device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Manufacturer narrative:
Clinical view: there is a temporal relationship between peritoneal dialysis and the use of the liberty select cycler and the patient death. However, there is no documentation to show a causal relationship between the death and use of the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. The mortality rates for patients with end-stage renal disease are significantly higher than those without the disease. Cardiovascular disease accounts for approximately 50% of those deaths. Based on the available information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s death. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A nurse reported that a peritoneal dialysis (pd) patient was found deceased by a security guard in the patient's apartment complex. The guard heard the cycler alarming and conducted a welfare check on the patient. The patient was already deceased when found. The patient was still connected to the liberty select cycler. The cause of death is unknown. It is unknown if an autopsy will be performed. The pdrn stated that the patient¿s daughter has not answered their inquiries. No issues were reported with the liberty select cycler. It was reported that prior to the patient¿s death, the patient was feeling weak and fatigued. The patient had an event of covid and peritonitis in october and never fully recovered from feeling sick. No additional information was available.